Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Insulin pump passed the delivery accuracy test test at 0.0876 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the customer experienced the hypoglycemia. The customer blood glucose level was 68 mg/dl at the time of the incident and the current was 197 mg/dl. The customer reported that the customer alleges the insulin pump was over delivery. The customer stated that the troubleshooting was performed for the low blood glucose over delivery. The customer was treated with the glucose. The device will be returned for analysis.